Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hospital nurse reported that a peritoneal dialysis (pd) patient was in a fill cycle when the cycler alarmed for air detected in the cassette. There was fluid leaking from the cycler door. Treatment was canceled and when the cassette was removed she found a hole in the cassette. The patient completed treatment on another cycler. The set was discarded. During follow up the nurse reported that the patient did not develop an infection and was not treated with antibiotic. No adverse event reported at this time.